Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient was scheduled for a normal replacement for a pump that was at eri (elective replacement indicator). During the replacement, the catheter aspirated perfectly, and there appear to be no issues. Post-operatively the patient reported to his pain management clinic in withdrawal. The healthcare provider tried to aspirate the catheter and could not do so. The patient will be referred back to the surgeon for a revision. Surgical intervention did not occur but was planned though not scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.